Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the external auditory canal. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.